Event description:
It was reported that the patient's right ventricular lead delivered an inappropriate shock due to over-sensed noise. A lead revision procedure was performed. The patient condition was unknown.